Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. No contact information was provided for the initial reporter, therefore additional event, product, and/or patient details are not attainable. Reason for reoperation: chest shapes are different and have contracture symptoms.

Event description:
Patient reported "rupture, chest shapes are different, have contracture symptoms" against left device. Healthcare professional later reported that there is no rupture. Device has been explanted.

Event description:
Patient reported "rupture, chest shapes are different, have contracture symptoms" against left device. Healthcare professional later reported that there is no rupture. Device has been explanted.

Event description:
Patient reported "rupture, chest shapes are different, have contracture symptoms" against left device. Healthcare professional later reported that there is no rupture. Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified, weight to the spec, crease flat, and wear abrasion. After autoclave cycle was observed: cloudy color in the gel. Based on the device analysis the final assessment is: - no issues found related with the manufacturing process.